Event description:
The report stated that during a lumbar spondylosis, the physician reported that es system provided poor coagulation, which resulted in excessive bleeding. The surgeon also felt that the cautery tips bent easily and the insulation on the electrode shaft split when it was used.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. Further information and the sample have been requested. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.